Manufacturer narrative:
Complaint conclusion: as reported, the umbrella on a 5mm (filter basket) 180cm angioguard rx emboli capture guidewire system became detached and deformed during the flushing phase. The umbrella was routinely used, and feedback from the operator indicated that for safety reasons, the operator did not continue to use it and replaced it with another umbrella to complete the procedure. There was no reported patient injury. The filter basket was detached during flushing. The user was trained in the use of the angioguard. There were no unusual observations or deviations from the standard procedure during the use of the umbrella. The umbrella was inspected for any defects or irregularities prior to use, and no defects or irregularities were found. There were no damages found on the device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). There were no other devices or equipment involved that might have contributed to the issue. This issue was discovered during prep. A non-sterile unit of a ¿rx/5mm basket diameter/180cm¿ was received for analysis. The returned components were the capture sheath with a guidewire introduced. The rest of the components were not returned for analysis. No other outstanding details were observed on the returned part. No dimensional was required as no separation or any type of damage was found on the filter basket. The filter basket area was magnified with a vision system to perform the evaluation. As a result of this inspection no anomalies or damages were observed neither on the filter struts nor on the membrane walls. The failures reported by the customer as ¿filter basket ~ separated¿ & ¿filter basket ~ damaged¿ were not confirmed because no abnormal conditions were observed on the filter basket. The exact cause of the reported events could not be conclusive determined during the analysis. Handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿prior to the interventional procedure, all equipment and packaging, including the angioguard rx emboli capture guidewire system, should be inspected and examined carefully for defects. Check guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage. Do not use defective equipment. During shipping the deployment sheath tip may become disengaged from the filter basket introducer. Verify deployment sheath tip is engaged. If not, engage manually by inserting deployment sheath tip into filter basket introducer.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the umbrella on a 5mm (filter basket) 180cm angioguard rx emboli capture guidewire system became detached and deformed during the flushing phase. The umbrella was routinely used, and feedback from the operator indicated that for safety reasons, the operator did not continue to use it and replaced it with another umbrella to complete the procedure. There was no reported patient injury. The filter basket was detached during flushing. The user was trained in the use of the angioguard. There were no unusual observations or deviations from the standard procedure during the use of the umbrella. The umbrella was inspected for any defects or irregularities prior to use, and no defects or irregularities were found. There were no damages found on the device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). There were no other devices or equipment involved that might have contributed to the issue. This issue was discovered during prep. The device will be returned for evaluation.